Event description:
It was reported to boston scientific corporation on september 21, 2006, that a trupath biopsy needle was used during a prostate biopsy procedure in 2006. According to the complainant, prior to the procedure, the trigger of the device was pulled back, and "it just kept firing". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual evaluation of the device revealed that when the device was disassembled, the portion of the cannula latch that engages the cannula hub was slightly deformed. A functional evaluation of the device revealed that when the button was fully depressed, the device did not lock. When the button is released the device fired. The device was taken apart and reassembled, after which the device functioned normally. The root cause of the reported malfunction is unknown, however my be attributed to the cannula hub rubbing on the latch instead of catching it when the device is fired. A review of the device history record revealed no anomalies that could be associated with the incident. A lot history search was performed and found no other complaints from this lot.